Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that a total of 32 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. An internal corrective action is being followed to investigate neurovascular events with varipulse¿ catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced right-sided weakness when waking up which required ongoing intervention in the stroke unit of the hospital. Yesterday, after the ablation procedure, the patient experienced right-sided weakness when waking up. It started to get better and there was nothing on a computed tomography (CT) brain scan; however, it started fluctuating again, and the patient was under the care of the stroke team. The procedure was a varipulse¿ procedure where they ablated the veins and posterior wall of the left atrium. There were thirty-two (32) applications delivered with approximately twenty-four (24) for the veins, eight (8) for the back wall. A four (4) ml/min irrigation rate was used throughout the procedure. A small vizigo was used and flushed throughout the procedure with a ¿dribble line¿. Transeptal was performed using competitor sheaths and transeptal needles, with a safesept® wire. A good activated clotting time (act) was maintained throughout the ablation phase. During mapping, the first act was measured in the mid-200s (approx. 250). As such, more heparin was given, and the consultant advised to keep mapping until sufficiently high. Once this was achieved (>350 secs) ablation commenced. A repeat act measure taken later in the procedure came in at 348 seconds, just below the 350 stated in the instructions for use (IFU). More heparin was given at this point, with the consultant electing to continue ablating after waiting a period without retesting the act. Ablation occurred without event. Advice was offered on catheter positioning (contact etc.) And limiting over-ablation/stacking lesions. Particularly as ablation numbers increased. Left atrial (la) dwell time was 98mins and skin to skin time was 119 mins. The patient was awoken in the lab post procedure, where no issue was reported. This is single-use device that was not reprocessed and re-used on a patient. The event did not occur during procedure/surgery. Additional information was received. It was indicated that upon discussing the case with the clinician, they are aware that the adverse event could have many causes during the procedure including catheter exchange causing bubbles, clot from the transseptal puncture (tsp) etc. However, they believe these causes are unlikely as they used transoesophageal echocardiography (toe) to guide the transeptal puncture and report this was clear. They believe they took necessary care in not introducing bubbles on catheter insertion etc. Everything was suitably flushed. As such, their ¿working assumption is it was to do with the ablation phase. But they cannot be sure¿. Ongoing intervention was provided in the stroke unit of the hospital. A meeting was planned with one of the clinicians involved to seek clarification on the intervention provided and the outcome of the adverse event. Initially, a CT was performed that showed nothing. In the intervening period, after the patient¿s symptoms reappeared, a magnetic resonance imaging (MRI) was performed, in which the j&j employees have not seen, but has been reported by the clinicians involved as showing embolic events. Other relevant history/preexisting condition consisted of admission with afib induced heart failure, otherwise no prior diagnoses at the time of the procedure. The generator used was trupulse, with (ciu) catheter interface unit, and ngen pump. Imaging was performed to diagnosis or rule out a stroke with a CT and MRI. The patient does not have a previous history of stroke. The correct catheter settings were selected on the generator. No other observations nor errors were noted during the case. The patient¿s rhythm during ablation was afib. Pre-ablation thrombus check was performed via toe during procedure. The patient did not have any anatomical abnormalities. There was no ablation stacking that occurred for this procedure.